Manufacturer narrative:
(B)(4). The reported complaint for the "leak in the catheter" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "after the catheter inserted, the pump indicates a helium leak (exclude helium tank leak), found a leak in the catheter, change new catheter". Additional informaiton states that the second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "after the catheter inserted, the pump indicates a helium leak (exclude helium tank leak), found a leak in the catheter, change new catheter". Additional information states that the second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "after the catheter inserted, the pump indicates a helium leak (exclude helium tank leak), found a leak in the catheter, change new catheter". Additional informaiton states that the second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the se-rial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging tray/carton. The returned original packaging tray was noted with damage to the "arrow" packaging sticker. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The bladder was noted reinserted within the original pack-aging tray; the visible section of the bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The original packaging tray was noted with damage to the "arrow" packaging sticker. The arrow sticker was noted cut/ripped. This packaging sticker is not to be removed. This condition indicates a potential that the catheter was not prepped per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states:" connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. Remove catheter from tray, keeping it in line with balloon membrane. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal." The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to the quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A large leak was immediately detect-ed from the outer lumen. The leak site was consistent with contact from a sharp object, and it was noted on the outer lumen approximately 65.4cm to 67.1cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "pump indicates a helium leak" is confirmed. During the investigation, the iab catheter was confirmed with a leak from the outer lumen, which can cause the helium loss alarm. The outer lumen leak site identified was consistent with contact from a sharp object. Un-related to the reported complaint, the original packaging tray was noted with damage to the "arrow" packaging sticker. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service for the customer is requested to reiterate the appropriate method for iab prep/removal from its packaging. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak from the outer lumen. The probable root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.